Event description:
On (B)(6) 2010, pt reported insulin had spilled inside of the infusion device due to a leaky adapter previously reported. The pt has been using her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was returned; replacement was sent.